Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient (australia) is experiencing leg weakness predominately in the right leg and a pins and needles sensation in both legs. These issues are reportedly intermittent and are said to occur regardless of the stimulator's function. X-rays were taken for further interrogation; however, the results have not been disclosed. The patient has a pending consultation with the neurosurgeon.